Event description:
The user facility reported that the insertion tip of this device was missing. The user facility stated they did not know the location of the detached tip, but were still using the device for procedures. An olympus sales rep visited the user facility to follow up on the report. The sales rep confirmed that the insertion tip was missing and noted that the device was leaking water, and appeared to be in poor physical condition. An olympus surgical specialist was dispatched to the user facility to further follow up and provided in-service training to the user facility on how to properly handle and clean the device. The user facility was found not brushing the channels and only wiping the exterior of the endoscope with water and then soaking the device in cidex for the prescribed amount of time. The user facility reported to have maintained this device in this manner for several mos, during which the device was used in diagnostic cystoscopies on several pts. The pts are reportedly doing fine to date and there was no allegation of pt cross contamination. The user facility declined to provide any additional specific info.

Manufacturer narrative:
The device referenced in this report was returned to a olympus for evaluation. The evaluation found the device leaking at the light guide tube, which may have caused a frozen image that was also observed during testing. Additionally, the light guide tube was found cracked and the video connector had scratches. The condition of the device appears to have been due to physical damage from user mishandling. An olympus surgical specialist has twice visited the user facility and conducted in-service training for the facility staff on how to properly handle and clean the device. The surgical specialist has also provided the user facility with educational materials. This report is being filed as a medical device report in an abundance of caution.